Event description:
Maquet intra-aortic balloon pump was placed on (B)(6) 2011 for cardiogenic shock. On (B)(6), it was noted that the balloon had ruptured. She was taken back to the cath lab where the balloon pump was removed and a new one inserted. We had a similar event occur with another intra-aortic balloon pump which was inserted on (B)(6) 2011 and had to be replaced on (B)(6) 2011. The device was not retained so no other product information is available.